Event description:
It was reported that the patient was having symptoms. While wearing a holter monitor, a four second pause was recorded. It was questioned whether the mvp mode was causing the patient's symptoms. The mode was changed to ddr and the av delays were noted to be extended to reduce the amount of ventricular pacing. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).